Event description:
The device was returned due to pneumatic valve leak failure (valve 4). Upon return, the device started up with no errors. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Performed recharge test and hardware test unit passed. (Valve 4 ok). Investigation found lcd touch screen damaged due to broken screw mounts. Rear cover o ring is not seated properly. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Lcd screen, rear cover o ring and battery packs will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "displayed a "pump problem" notification. Notification appeared before an active infusion started on a patient. No patient harm reported." A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.